Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an oil leak was not confirmed. An visual and functional assessment was performed on the device which determined the device passed all operational specifications. Therefore an assignable root cause could not be determined. However, during evaluation it was noted that the gauge did not go to zero (slightly off). The assignable root cause for this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during post-surgery review, it was observed that the foot control device had an oil leak. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.